Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown, ubd. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the wife of the patient. The patient was implanted with a neurostimulator for unknown indications. It was reported that the wires from the patient¿s implantable neurostimulator (ins) were loose on the spine. It was noted that there was a new implantable neurostimulator (ins) implanted. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.